Event description:
The reporter contacted animas on (B)(6) 2014 alleging air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the cartridge filling technique and the patient is not filling cartridge using correct technique. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly filling the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly filling the cartridge).